Event description:
Related manufacture reference number: 2017865-2022-05061. Related manufacture reference number: 2017865-2022-05062. It was reported that the patient presented in the emergency room due to covid-19. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited noise oversensing and failure to capture. It was also noted that the implantable cardioverter defibrillator(ICD) exhibited pauses in telemetry. The rv lead and ICD were explanted and replaced on (B)(6) 2022. Post procedure, it was noted that the new ICD also exhibited similar telemetry issues as the chronic ICD. Programming issues were suspected and no interventions were performed. The patient is recovering from procedure.